Event description:
It was reported that the user returned home after a hospital stay unrelated to blood glucose, found the ilet insulin cartridge empty, and during a guided supply change did not observe insulin drops after approximately 90 units, then removed a wet cartridge and replaced it with a new one, after which the pump functioned normally and blood glucose stabilized; a high blood glucose value of 275 mg/dl was noted after the user ate a large meal following hospital discharge. Symptoms included hyperglycemia. Outcomes included user self-monitoring without need for further intervention. Investigation included phone-based troubleshooting and review of use steps. Investigation of this case revealed a suspected cartridge leak with evidence of external wetness that resolved after replacing the cartridge, with no further device performance issues reported. It was concluded, based on previously established findings for similar reports, that the cause was a user-device interaction or isolated cartridge issue that could not be replicated after replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.